Event description:
The customer reported that after pipetting an hbsag plate on summit, it was observed that no sample/no diluent was added to wells a4, b1, b4, b5, c1 and c2. No error was generated. No death or serious injury was associated with this incident.